Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm in which air was observed was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The patient contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice during use during initial drain. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient noticed air in the patient line. The tsr instructed the patient to contact their nurse about possible air exposure. The tsr assisted the patient with ending the therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported check patient line alarm. The patient was able to resume therapy after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities and could not determine how air might have got into the line. The patient spoke with their nurse regarding the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.